Event description:
The customer reported that a cbc (complete blood count) was run on the ac-t diff 2 hematology analyzer with an mcv (mean cell volume) result that was erroneously low on one pt sample. The erroneous test results were reported out of the laboratory. The cbc was repeated at another lab with normal mcv results when an iron workup was ordered on the pt. The customer considered these results to be correct and a corrected report was issued. There were no reported changes to pt treatment associated with this event.

Manufacturer narrative:
This reportable event was identified during a retrospective review conducted for the period between 01/01/2008 and 10/23/2010 of complaints for add'l reportable events. This MDR is for pt 2 of 3. See MDR #1061932-2010-00193 for pt 1 of 3 and MDR #1061932-2011-02503 for pt 3 of 3. A field service engineer visited the site on (B)(4) 2010, to assess the instrument. He emptied the waste container which was full, replaced empty cleaning reagent and diluent pak as lyse reagent was empty. He bleached apertures (red blood cell and white blood cell), performed reproducibility testing which was within limits and verified repairs per established procedures. Results met published performance specs. Based on the available info the root cause is unk.